Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in a non-tortuous and non-calcified vessel of the arm. Following pre-dilation with a non-bsc balloon catheter, a 6.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 24 atmospheres in less than one minute, the balloon ruptured. The balloon was detached and was attempted to be retrieved but failed. A non-bsc stent was then deployed to keep the fragment on the vascular wall. The procedure was completed with a different device. No further patient complications were reported.

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in a non-tortuous and non-calcified vessel of the arm. Following pre-dilation with a non-bsc balloon catheter, a 6.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 24 atmospheres in less than one minute, the balloon ruptured. The balloon was detached and was attempted to be retrieved but failed. A non-bsc stent was then deployed to keep the fragment on the vascular wall. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination found the shaft of the device to be severely stretched and completely detached at approximately 23mm distal of the proximal balloon bond. This type of damage is consistent with excessive tensile force being applied to the device. The distal section of the shaft break, including both markerbands and the tip section of the device, were not returned for analysis. The shaft also had a severe kink located approximately 11mm distal of the proximal balloon bond. This type of damage is consistent with excessive force being applied to the device. Visual and microscopic examination identified that the balloon material had completely detached from the device at the proximal balloon bond. This type of damage is consistent with excessive force being applied to the device. The balloon material was not returned for analysis. The markerbands and tip of the device were not returned for analysis. No other issues were identified during the product analysis.